Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced a blood glucose (bg) level of 291mg/dl and trace levels of ketones. A correction bolus via the pump was delivered to address the bg level and the ketones were being addressed by consuming fluids. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer reported the pump would continue to be used for insulin therapy.